Event description:
It was reported the patient will have his spectra penile prosthesis revised because the patient is complaining that the "articulating segments of spectra is winding and he cannot use" and "there is no axil rigidity". No patient complications were reported in relation to this event.

Manufacturer narrative:
Two spectra cylinders were returned. Both performed within specifications. One cylinder had a hole in the outer tube that was the result of a sharp instrument. This cylinder was functional.